Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. Evaluation inspected the device and found the device passing the flow line for upstream occlusion test. Further evaluation found the upstream sensor out of range and failed to calibrate. A review of the event history log revealed multiple upstream occlusion alarm messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had alarmed upstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.